Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a sacroiliac joint (sij) surgery, a 7.3 mm cannulated screw head went through the 13.0 mm washer, while attempting to implant the screw into the joint. A total of three washers were used with that screw and all the washers had the same issue. Another screw of the same kind was used with a spherical washer and it worked fine. All three washers and the screw were retrieved. There was a time delay of fifteen minutes. The surgery was completed successfully and the patient was fine. This report is 3 of 4 for complaint com-(B)(4).

Manufacturer narrative:
(B)(4). This complaint is unconfirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.